Manufacturer narrative:
Maquet cardiopulmonary (B)(4) was requested the product for investigation in the laboratory of manufacturer. But ssu informed us that they could not get the product. Therefore investigation was performed based on the received video. According to the video, the body of oxy was leaking from upper part. Based on this failure could be confirmed. Since the product could not be investigated in the laboratory of manufacturer, no possible to determine the exact cause of the failure. The most probable cause of the failure could not be identified. Trend search was performed (material 70104.9279, failure code 0428 body) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,025%, which is below 1%. Due to this information no systemic issue could be determined. Device history record was reviewed. There were no references found, which are indicating a nonconformance of the product in question. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. This complaint is closed.

Event description:
Ref.: #(B)(4). Customer ref.: #(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "there is blood leakage from the oxygenator during patient use." (B)(4).